Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown error message. The reporter was unable to recall the error number displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 3 bent. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Three days post index procedure, the patient developed a st elevated myocardial infarction (stemi) and suffered a sub-acute thrombosis. Underexpansion of one the stents in the lad lesion was noticed during the treatment for the thrombosis. The information received from the (B)(4) study indicated that the patient was admitted with target lesions in the mid right coronary artery (rca), the mid left anterior descending (lad) artery and the distal left circumflex branch. The target lesions were all de novo. The lesion in the mid rca was type c, approximately 35mm long and with an approximate diameter of 3.5mm. The lesion in the distal left circumflex was approximately 10mm long and the vessel diameter was approximately 2.5mm. The lesion in the mid lad was type c, approximately 35mm long and the vessel diameter was approximately 3.0mm. The index procedure was an emergent case due to acute coronary syndrome. The lesion in the mid rca was treated first. It is unknown if pre-dilation was conducted. A 3.5 x 23mm cypher bx was implanted at 16atm at the distal portion of the target lesion. Then, a 2nd cypher bx (3.5 x 18mm) was implanted at 16atm proximal to the 1st cypher bx, overlapping it. It is unknown if post-dilation was conducted. The residual stenosis was unknown. Second, treatment for the distal left circumflex was conducted. It is unknown if pre-dilation was conducted. A 2.5 x 13mm cypher bx was implanted at 16atm. It is unknown if post-dilation was conducted. The residual stenosis was unknown.